Event description:
A report was received that the patient had developed an infection. Symptom includes drainage coming out of the pocket site. The patient was provided with medication and underwent an explant procedure. The physician was not sure if the infection was procedure or device related. The patient was doing well following the procedure and the infection has been cleared.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model #: sc-4316 serial/ lot #: (B)(4), description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.